Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was unresponsive in the emergency room (ER). They believed pump was malfunctioning and overinfusing. Patient responded to narcan. The patient's family was insistent that they contacted the managing hcp because they had an incident like this in the past. The hcp's office was closed and there was no after hours service. No further complications were reported.